Event description:
The patient reported that the pump was dispensing insulin during the load cartridge phase. The patient reported that the pump would rewind to 206 units and during load the pump would go to 185 units and there would be insulin coming from the end of the tubing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Correction number: 2531779-03/24/2010-003-r.